Manufacturer narrative:
Additional information was received regarding the event. On 14-jul-2021, intuitive surgical, inc. (Isi) received medwatch uf/importer # (B)(4) which noted the following: ¿patient underwent robotic-assisted right hemicolectomy with intracorporeal anastomosis. The right colon was mobilized medially to laterally before the omentum was taken off the transverse colon to facilitate mobilization of the hepatic flexure. The vessel sealer was used to take the mesentery up to the proximal and distal transection points, the blood supply to which was confirmed using 3nls of icg and firefly. Sureform 60 blue loads were taken across the small bowel and transverse colon, with the specimen subsequently placed over the liver. An intra-corporeal iso-peristaltic ileum to transverse colon anastomosis was then undertaken along a measured length of 8cm of bowel using the sureform 60 blue stapler placed through an opposing enterotomy and colotomy. A cunning 3-0 v-loc was used to close the enterocolotomy in two layers. The anastomosis was healthy, pink, under no tension, appropriately orientated, and with great blood supply confirmed with firefly. The procedure was performed as intended with no identified issues noted during the procedure or immediately postoperatively. Six days later, the patient was returned to the or for an intestinal obstruction. An enterotomy and colotomy were made in the small and large bowel distal and proximal to the anastomosis respectively to re-do the anastomosis with a single fire of the gia 80 blue and ta 90 green loads, the mesentery of the original anastomosis was taken with the ligasure and the specimen taken for inspection. There was evidence of device failure with two rows of staples on small bowel side but of limited length. No common channel or evidence of complete staple firing and cutting sequence. Full thickness large bowel still present and submucosa/muscularis of small bowel present. No mucosal lifting or ability to pop through mucosa to create common channel to suggest submucosal placement of stapler. Ultimately identified apparent device failure with partial firing of stapler but no cutting during initial procedure with perhaps exception towards crutch of stapler at end of enterotomies causing complete small bowel obstruction. What was the original intended procedure?: robotic¿assisted right hemicolectomy with anastomosis for moderately differentiated mucinous adenocarcinoma. What problem did the user have check all that apply): device malfunction - that is, the device did not do what it was supposed to do¿ the procedure name was a right hemicolectomy vs right colon resection as originally reported, and the event involved a 65-year old patient. If additional information is received, a follow-up MDR will be submitted.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. Site history complaint review was conducted on (B)(6) 2021 and did not show any additional complaints related to this event. A request for a procedure video review was submitted to the surgeon of record on (B)(6) 2021 and (B)(6) 2021 but no procedure video/video clip has been submitted for review at this time. System error log review was conducted on (B)(6) 2021 for a procedure on (B)(6) 2021 on system sk2130. While various entries were recorded, there were no observed related events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. Single use sureform 60 stapler pn: 480460-09 // ln: t90210122-0024 // sn: (B)(4), was in use for 0:18:34 minutes, was fired three times, and three sureform blue reload pn: 48360b were recorded in use. While not all reusable instruments used in the case have been used in subsequent procedures at this time, a site complaint history search shows no complaints filed against those instruments. An isi advanced failure analyst (afa) engineer conducted a stapler log review and found the following: sureform 60 stapler instrument pn 480460-09 // ln: t90210122-0024 fired three reloads (all blue). All firings were completed. The first firing had one pause for compression and the other two firings had no pauses. There were also two incomplete clamps in three clamp attempts in the first install (prior to the first firing). No incomplete clamps preceded firings number two and number three. An isi clinical development engineer (cde) conducted review and found the following: without a procedure video, it would be difficult to determine why this obstruction happened. Some possibilities are that the stapler was not pushed in far enough or that the blade was obstructed by a hard object. The sureform 60 stapler instrument is intended to transect and staple tissue simultaneously. The blade and staple pushers are driven by the I-beam, and mechanically it should not be possible to staple without transection. An isi medical safety officer noted that, given the design of the instrument, it is possible that the tissue was transected but then the cut edge of the staple line began to heal/fuse together. So both can be true, the stapler instrument worked as designed but the patient experience an obstruction at the staple line of the ileocolic anastomosis. While the patient experienced abdominal pain for which a second operation was performed to address an alleged obstruction, there was no report of intra-operative complications during the initial, successfully completed, da vinci-assisted procedure and there is no allegation or evidence of a product issue that would be classified as a malfunction. However, there was alleged post-operative ¿staple line obstruction¿ that required repair in a second procedure to resolve. At this time, the root cause of the reported event and post-operative complications are unknown. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. The lot number for the stapler reload was not available. Therefore the lot number and the UDI are unknown.

Event description:
It was initially reported that after a da vinci-assisted right colon resection procedure, a reoperation was required. The surgeon had used a sureform 60 stapler instrument with blue reloads in the initial procedure and the surgeon had assumed that the blue reloads were being fired but did not check the staple lines. The procedure was completed as planned. The patient started experiencing pain and was brought back to the hospital for a reoperation to ¿correct the obstruction¿. The patient was reported as stable. On (B)(6) 2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: after a da vinci-assisted right colon resection procedure, a reoperation was required. The surgeon had used a sureform 60 stapler instrument with blue reloads in the initial procedure when ¿creating the channel¿. The surgeon said that, visually, the ¿outside¿ of the ¿6cm lumen looked fine¿ and it was ¿clear that it was joined¿. The procedure completed as planned without any known intra-operative issues or complications and no known patient injury. On saturday, (B)(6) 2021, the patient presented with post-operative abdominal pain and a CT scan was performed which identified that ¿there was a blockage¿. On sunday (B)(6) 2021, a reoperation, laparotomy, was performed by the same surgeon to resolve the ¿staple line obstruction¿ by opening and resecting the initial anastomosis, then creating a new anastomosis. The patient was reported as doing well and was expected to be discharged home on (B)(6) 2021.